Event description:
I had natrelle 410 cohesive gel implants put in and never felt good, low energy, weight gain, diagnosed with hashimotos thyroiditis (autoimmune) joint pain, fatigue, neck pain, dry eyes, rashes on my skin with external silicone placement on my skin. I was told by my immune system was suppressed. I started developing strange food allergies/sensitivities to eggs, dairy, oats, cranberries and have had to follow a strict diet since. Additionally they are submuscular and very uncomfortable. I have had physical therapy to try and remedy the muscle pains and joint pains. Without significant relief. I would like to explant.